Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device received with cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error. Customer got out of the pool and they received lost sensor signal to critical pump error. The insulin pump received another critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.